Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material may not have been removed even by proper reprocessing due to physical damage of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif-h185 operation manual chapter 3 preparation and inspection describes how to detect the suggested events. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was being returned for an inspection; no complaint was specified. There were no reports of patient or user harm or procedure associated with this event. The device was returned to olympus for a device evaluation and found the air/water tube and cylinder had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to wear of suction cover packing the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the plug unit had a scratch, the label on the scope connector was damaged, due to a crack on the distal end the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a crack, the adhesive around the objective lens had discoloration, the light guide lens had a crack, the adhesive around the light guide lens had wear, the bending section cover rubber had cut, the bending tube was deformed, the adhesive on the bending section cover rubber had a crack, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.